Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24427. It was reported the patient experienced stimulation in an unintended area . X-rays revealed one of the patient's leads has migrated. Surgical intervention may take place at a later date. Both leads are being reported because it is unknown which lead has migrated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-24427. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2014 to reposition the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.